Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that a leak was observed coming out at the middle of the tubing set. The event occurred in pediatric cardiothoracic intensive care unit (pctu). Although requested, additional information was not provided.